Event description:
Caller reported that led lights on the tandem mobi pump were not turning on. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternative method of insulin therapy.